Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Patient information and event date were requested from customer, but no response received.

Event description:
The customer reported the ventilator alarmed and displayed back-up alarm failure message. The customer reported the device was in use, but there was no patient harm reported

Manufacturer narrative:
The field service engineer (fse) replaced the cpu board to address the reported problem. The customer was contacted regarding patient information, but no response was received.